Manufacturer narrative:
This is 2 of the 3 reports.

Event description:
After the procedure, it was reported that the physician found the coating of the distal microcatheter was peeled. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter shaft was kinked. During the functioning test, it was noted that there was some slight friction which indicates there may have been some degradation of the coating. Additional information indicated that there were no anomalies noted to the device prior to use and the devices were prepared as per the dfu (direction for use). An assignable cause of cause traced to component failure will be assigned to the reported event and defects observed during analysis, as the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
After the procedure, it was reported that the physician found the coating of the distal microcatheter was peeled. No clinical consequences reported to the patient.